Manufacturer narrative:
H10: per the information obtained from the customer, it is uncertain whether there was deviation from instructions for use on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the clogged nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the initial reported issue, as well as found the production label was replaced, the switch/camera had cuts, the angulation was below service standards, play on both control knobs, chips and scratches on the distal end plastic cover, tiny chips on the objective lens, chips and cracks on the light guide lens, a crack on the bending section cover, and the insertion tube boot was torn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope had a channel blockage. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged and there was no air/water flow. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.